Event description:
It was reported that the patient experienced deviation of the right jaw along with incomplete closure of the right eye, and subsequently, was treated with steroids (date and duration not reported).